Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised. As reported by rep: "the patient. Presented with limited range of motion in the affected leg, the plan was to use a thinner poly insert and assess if that would improve the rom, given the patient's multiple health issues. No failures or issues were reported as to the components which were swapped out". Rep reported that the devices may become available for return, and no further information will be available.